Event description:
It was reported the atrial lead had high thresholds and no capture. Chronic dislodgement was also indicated. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however helix distorted/bent, and blood noted on distal conductor and helix mechanism; full lead returned and analyzed.